Manufacturer narrative:
Date of report : 25jun19. This is a correction to the missing "report resources" field submitted earlier. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed and re-installed the black rubber foot to address the reported issue.

Event description:
The customer reported that the black rubber foot had fallen off. It is unknown whether or not the device was in clinical use during the time of the event, but no patient harm was reported.